Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the pt's scs ipg would not communicate with external devices. A replacement charger was shipped to the pt but did not resolve the issue. Surgical intervention is planned for a later date.